Event description:
It was reported that the patient acquired a staph infection in pocket. No applicable troubleshooting/diagnostics were performed. It is unknown was actions/interventions were taken, and unknown if the issue has been resolved at this time. New information was received that the patient (pt) had lab work done and it was determined that the pt did not have a staph infection in the pocket. It is determined the pt only had a superficial skin infection that has been treated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.